Event description:
Pt was receiving IV's through a 2 channel pump. Pump alarmed "low pressure" on channel change and pump was swapped out for another pump. Approximately 3-5 mins after replacing the pump, pt's blood pressure dropped to 50/30. Physician administered 60 cc dose of albumin 5% blood pressure continued to drop and heart rate in 70's. Epinephrine was given, 1 cc IV push, and CPR started. After 3 mins of CPR, pt pronounced dead with no blood pressure and no pulse.